Event description:
It was reported that the right ventricular (rv) lead had high and varying impedance measurements and noise. It was also reported that the superior vena cava (svc) had high impedance. The pocket was opened and the physician found that the rv coil was not seated in the header block properly. The rv lead was reseated and the system was rechecked. There was no noise noted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 implantable pacing lead, implanted (B)(6) 2005; 1388tc implantable pacing lead, (B)(6) 2005. (B)(4).